Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user resumed the ilet after several weeks off therapy and experienced frequent low glucose readings while the app intermittently showed paired and unpaired states despite restarts of the pump and phone. Symptoms included hypoglycemia. Outcomes included no alarms escalated, no medical treatment, and no hospitalization. Investigation included record synchronization and remote troubleshooting of connectivity. Investigation of this case revealed frequent lows due to concurrent use of long-acting insulin after restarting the pump, with device connectivity instability observed but not causal to the lows; glucose was in range by the end of the call, and the user was advised to remain disconnected from the ilet until the usual time for the next long-acting insulin dose. It was concluded, based on previously established findings for similar reports, that the cause was user medication management while transitioning back to pump therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.